Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic, the pulse generator exhibited backup vvi. On (B)(6)-2013 the patient was brought back into clinic, a software download was performed, the device resumed normal function. The patient would be monitored.